Event description:
Table locked up twice and c-arm would not move to allow needed positioning. While attempting to lower table it started to elevate instead. Need to emergently elevate x-ray intensifier to avoid collision with pt.